Event description:
(B)(4).

Manufacturer narrative:
Document review: versafitcup cc trio cup 56 - ref. 01.26.45.0056/ lot 125373 ((B)(4) cups produced). All parameters were found to be in accordance with the specifications valid at the time of manufacturing. Seventy six cups belonging to this lot have been already sold and no other incidents have been reported up to now. We received back the cup and the instrument stuck together and we are going to analyze the items. After the analysis, a follow up will be submitted if any new outcome is detected.

Manufacturer narrative:
The retrieved items have been analyzed with the following outcomes: during the visual inspection the contact surface with the terminal of the metal back was noticed to be severely ruined, and this is highly probably due to the friction between the terminal and the metal back (adhesive wear). From the data collected we can infer that cold welding is highly likely the cause of the event.